Event description:
During the first follow-up after implantation dated (B)(6) 2023, atrial loss of capture was observed around 2.5 v for 0.5 ms. In the pacemaker device, many episodes were recorded, with a few real episodes of atrial fibrillation and the majority was atrial capture loss. The patient was programmed in safe r mode and the atrial output at 5v for 0.35ms. However, reprogramming did not solve the problem and a re-intervention is planned but not yet scheduled.

Manufacturer narrative:
Additional information on section e1: update of the center and reporter name.

Event description:
During the first follow-up after implantation dated on (B)(6) 2023, atrial loss of capture was observed around 2.5 v for 0.5 ms. In the pacemaker device, many episodes were recorded, with a few real episodes of atrial fibrillation and the majority was atrial capture loss. The patient was programmed in safe r mode and the atrial output at 5v for 0.35ms. However, reprogramming did not solve the problem and a re-intervention is planned but not yet scheduled.

Manufacturer narrative:
Investigation summary: the review of the quality documents confirmed a regular device manufacturing which might not be related to the reported issue. Review of the patient files dated on 11 december 2023 revealed that since on (B)(6) 2023, loss of atrial capture occurred. Despite the observed loss of capture, the atrial lead impedance as measured during the follow-up of on 11 december 2023 were appropriate (respectively around 500 ohms). P-wave sensing amplitudes were measured between 0.6 mv and 3.4 mv, which could be suggestive of an atrial sensing issue. Since the device reprogramming did not solve the reported event, a reintervention will be planned. The reported capture failure was most probably attributable to lead dislodgement; however, it could not be confirmed with certainty as no x-rays were available. It should be noted that lead dislodgement most likely occurred due to external factors, such as patient physiology, or physician preferred implant site and is a well-known potential complication associated to such implantable devices and are discussed in the device instructions-for-use and published in literature. This case is retained and utilized for trending purposes.

Event description:
During the first follow-up after implantation dated (B)(6) 2023, atrial loss of capture was observed around 2.5 v for 0.5 ms. In the pacemaker device, many episodes were recorded, with a few real episodes of atrial fibrillation and the majority was atrial capture loss. The patient was programmed in safe r mode and the atrial output at 5v for 0.35ms. However, reprogramming did not solve the problem and a re-intervention is planned but not yet scheduled.

Manufacturer narrative:
Additional information on section e1: update of the center and reporter name.